Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was replaced. The software, configuration and calibration files were reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the vascular function was not working properly. No pt injury was reported.